Event description:
Balloon rupture during use.

Manufacturer narrative:
Visual inspection of the device balloon under 10x magnification confirms that the balloon has burst. The edges of the burst are ragged and there is significant wall thinning in the area of the burst. These devices are visually and functionally tested 100% prior to packaging. Water was introduced through all of the device lumens, and there are no other defects detected.

Event description:
It was reported that a patient underwent surgery for acute traumatic tibial plateau fracture using rhbmp-2/acs. At an unknown time after surgery, the patient developed heterotopic bone growth and underwent an arthroscopic arthrolysis to remove the ectopic bone.